Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 75% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.75x15mm maverick balloon catheter was advanced for pre-dilatation. The balloon was inflated to 10 atms. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the lesion. The stent was deployed at 12atms/7sec. After deflating the balloon, the stent moved backwards. No additional stent was placed and the procedure was completed with another device. There were no patient complications and the patient's status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 75% stenosed target lesion was located in the left anterior descending (lad) artery. A 2.75x15mm maverick balloon catheter was advanced for pre-dilatation. The balloon was inflated to 10 atms. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the lesion. The stent was deployed at 12atms/7sec. After deflating the balloon, the stent moved backwards. No additional stent was placed and the procedure was completed with another device. There were no patient complications and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned without the stent. A visual and microscopic examination of the device found that the balloon had been inflated. The tip section of the device was visually and microscopically examined and no issues were noted with its profile. There was no shaft damage noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The complaint report states that the device was inflated for 7 seconds. The deployment procedure section of the dfu states, "maintain inflation pressure for 15'30 seconds for full expansion of the stent." (B)(4).